Event description:
It was reported that the product heated up during a procedure. There were no pt or user injuries, and no adverse consequences.

Manufacturer narrative:
Upon disassembly, the link nut was found to be loose. The presence of a loose link nut is due to a loctite failure, which could cause or contribute to the handpiece heating up when in use. In addition, corrosion was discovered on the socket, plug, and motor. Corrosion on such components can cause increased friction between rotating components, which can lead to heat being generated.